Manufacturer narrative:
Evaluation of the first returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with strong resistance. The ruby coil lp was then advanced through its introducer sheath without an issue. Evaluation of the second returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with strong resistance. The ruby coil lp was then advanced through its introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00264.

Event description:
The patient was undergoing a coil embolization procedure in the portal vein using ruby coil lps and a non-penumbra microcatheter. During the procedure, while attempting to advance two ruby coil lps into the microcatheter, the physician and hospital technician experienced resistance. Subsequently, the two ruby coil lps would not advance at all within their introducer sheaths. Therefore, the two ruby coil lps were removed. The procedure was completed using a new ruby coil lp, a packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.